Manufacturer narrative:
(B)(4): damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for eval. The eval found a misaligned cpc backwasher. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that during initial check-in of the motor drive unit, the device was making a very loud noise when activated with no disposable attached. This device was not used on a pt.